Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The foil was opened completely showing a multitude of wrinkles over the whole pouch. The holes are located in folds/kinks of the foil. The implant itself shows no defects or degradation. The holes were seemingly caused by handling of the customer during opening.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a prior to a surgical procedure on (B)(6) 2013, the outer pouch of the mesh was wrinkled and crumpled with small holes. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.